Event description:
It was reported via repair work order that the backrest did not provide support as the support bar was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.